Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 27255be00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of lot 27255be00 were collected and assessed. He specificity and reactive rate performance of lot 27255be00 at spc is within product requirements and comparable to the performance at peer sites. Further, aggregated performance of lot 27255be00 across all customer sites using this lot is within product requirements and comparable to the performance of other lots of the same assay. Based on the investigation the alinity s hiv ag/ab combo is performing as intended, no systemic issue or deficiency of the alinity s hiv ag/ab combo assay for lot number 27255be00 was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.

Event description:
The customer identified (B)(6) alinity s hiv ag/ab combo results for two patients. The following was provided: on (B)(6) 2021 sid (B)(6) initial result (B)(6), repeated (B)(6). Repeat with alternate method (panther) (B)(6). The customer believes the correct result is (B)(6). On (B)(6) 2021 sid (B)(6) initial result (B)(6), repeated (B)(6). Repeat with alternate method (panther) (B)(6). The customer believes the correct result is (B)(6).

Manufacturer narrative:
Multiple patient information provided. No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.